Event description:
Indication: selective deficiency of immunoglobulin g [igg] subclasses. Patient reported she was trying to infuse last night and pump broke. She only infused 20ml out of the total 50ml. Patient did not report an adverse events. Unknown if pump is available to return. This pump is being replaced. Unknown if patient had back up to switch too. Unknown if md aware. Serial number unknown. Reported to (B)(6) by pt/caregiver.